Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 22may2024 it was reported to anika by a canadian distributor that a patient reported pain and discomfort in both knees and back after receiving a monovisc injection. The patient was initially treated with ice but the patient reported that the pain continued. Patient then reported difficulty walking. The patient denied any recent falls or injuries which could have contributed to the pain. The patient then reported to the emergency room and had blood tests performed and reported a vascular venous lower duplex bilateral, a right complicated popliteal baker's cyst was found, and the patient was released and advised to follow up with the physician. Patient was prescribed a medrol dose pack. The patient reported that two months after the injection of severe back and hip pain. The patient has not returned to the physician and reports treating the symptoms with tylenol, heat packs and other gels (type unknown). There was no report of any device malfunction or unusual appearance with the device or packaging. There was no report from the physician of a temporal association between the patient's symptoms and the use of monovisc. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of additional and relevant information or upon completion of the investigations upon completion of the investigation at the manufacturing plant.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of additional and relevant information or upon completion of the investigations upon completion of the investigation at the manufacturing plant. Supplemental report. The reported event is not confirmed. Additional information and medical records was not provided upon request. The cause of the reported event could not b established based on the limited information provided and a clinical assessment. The lot number was not provided. A review of the batch record could not be performed. Anika product is manufactured and released to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed for the product. There was no nonconformances documented that was related to the reported event. A three year retrospective review of retention inspection logs was performed. There was no nonconformances related to the reported event. A review of the product stability study report was performed for monovisc. The conclusion of the report stated that the product has met all specifications and tolerances. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to anika by a canadian distributor that a patient reported pain and discomfort in both knees and back after receiving a monovisc injection. The patient was initially treated with ice but the patient reported that the pain continued. Patient then reported difficulty walking. The patient denied any recent falls or injuries which could have contributed to the pain. The patient then reported to the emergency room and had blood tests performed and reported a vascular venous lower duplex bilateral, a right complicated popliteal baker's cyst was found, and the patient was released and advised to follow up with the physician. Patient was prescribed a medrol dose pack. The patient reported that two months after the injection of severe back and hip pain. The patient has not returned to the physician and reports treating the symptoms with tylenol, heat packs and other gels (type unknown). There was no report of any device malfunction or unusual appearance with the device or packaging. There was no report from the physician of a temporal association between the patient's symptoms and the use of monovisc. Additional information was solicited.